Manufacturer narrative:
Product complaint #: (B)(4). Added lot number.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement; (B)(6) hospital (B)(6) 2018. Scrub nurse pointed out at the beginning of the procedure that the locking mechanism for the curved summit broach handle was not engaging correctly as it was unable to lock the broaches to it. Instrument was placed aside and procedure ran smoothly. No adverse effect to patient. No delay to procedure. Patient initial (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.